Manufacturer narrative:
The device was not returned to maquet for investigation, however, support was provided by a maquet technician via an online tool (msupport). Through this online communication tool, the maquet technician identified two probable root causes (i.e. A faulty pt100 sensor or control board) and provided these suggestions to the customer. However, no response was obtained from the customer representative regarding the suggested root causes identified. There is no information whether the device was repaired as suggested by the maquet technician. However, no further complaints have since been received from the customer regarding the reported issue. The customer representative did confirm that the device is not being used by the customer as back-up devices are available which are being used. Thus, patient risk is significantly low as this device is not being used. This follow-up report serves as a final notification regarding this reported issue. However, if any significant issue is received in future, from the customer regarding the same reported issue on the same device, a follow up report will be generated and notified to the FDA.

Event description:
(B)(4).

Manufacturer narrative:
November 13, 2015 08:24 am (gmt-5:00) added by (B)(6): (B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
Description from the customer: "it was reported that when the hcu20 is powered on the unit displayed the error message "safety-s" which indicates a stop input of the safety system." Currently no information about patient outcome (B)(4).